Event description:
Pt had a left knee replacement done 8 years ago. About one year ago she began to have problems with the knee catching, buckling and swelling. The problem progressed and the knee got painful. Her surgeon felt there was a problem with the tibial component and took her to surgery on 2/10/98. During surgery the surgeon found the tibial component was worn on the lateral edge where the femoral component had been impacting. He replaced the tibial component and also did a synovectomy due to severe titanium synovitis in the knee.